Manufacturer narrative:
E1 - initial reporter phone: ext. (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, liquid crystal display (lcd) and syringe port cracked. The complaint was verified by functional testing. The cause is likely due to a faulty motor. The motor will need to be replaced to correct the issue. However, no repair was done to correct the issue due to the liquid crystal display (lcd) screen needing to be replaced and being an obsolete part. The device was sent back to the customer as beyond economical repair and unrepaired. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had battery depleted alarms. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.